Manufacturer narrative:
(B)(6). Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred with a wingset sezset 21x.75 12 w/o luer. The following information was provided by the initial reporter, "the blood did not return in the extension, leakage in the middle of the material. Information received by email on 5/4/2019: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. The blood do not come to the extension, it extravasate in the middle of the scalp. Sample was discarded due to infection."

Manufacturer narrative:
H.6. Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint as being generated by manufacturing process.

Event description:
It was reported that leakage occurred with a wingset sezset 21x.75 12 w/o luer. The following information was provided by the initial reporter, "the blood did not return in the extension, leakage in the middle of the material. Information received by email on 5/4/2019: there was no damage to the patient/health professional. There was no need for medical or surgical intervention. The blood do not come to the extension, it extravasate in the middle of the scalp. Sample was discarded due to infection."